Event description:
According to the reporter, during a laparoscopic procedure, there was poor staple formation and the stapler caused bad blood flow. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the blood loss was not greater than 500cc. To resolve the problem and complete the case, the surgeon used compress to achieve hemostasis.